Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the displacement accuracy test. However, several displayable history crc check failed alarms were found at the alarm history file due to a corrupted history file. The insulin pump had cracked case at the display window corners, cracked display window, minor scratched display window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer was hospitalized due to a blood glucose level of 545 mg/dl. Blood glucose level at the time of the call was 154 mg/dl. The customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, the insulin pump did not show any malfunction; caller requested a replacement. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.